Manufacturer narrative:
Patient identifier and weight not available for reporting. Patient age reported as mid-40¿s. This report is for an unknown 3.5 mm cortex screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an initial distal humerus fracture procedure on (B)(6) 2017, one (1) 3.5 mm cortex screw broke during insertion. The broken screw head was retrieved, the shaft remains in patient¿s bone. Surgery was completed successfully with no delay. Patient outcome reported as stable. This is report 1 of 1 for (B)(4).